Event description:
B5: additional information stated the problem was a leak evident at catheter connector at pump. Morphine 0.5ml/day infusing for pain. Device explanted 04/07/2005. Event resolved.

Event description:
The hcp reported that the pt had a refill in 2005 and "appears to have experienced a septum leak". The isomed pump was explanted and replaced with a similar device.